Event description:
It was reported that an ilet user experienced repeated alert 38 motor stalls following meal announcements, with meal delivery progressing to approximately 4 percent before stopping, resulting in inability to deliver meal insulin; a dry run to 120 units succeeded, and a full supply change with restart was performed, after which delivery was resumed and the user planned to monitor blood glucose. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with a consecutive motor stall condition during insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.